Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have been stuck in rewind. Customer's blood glucose was 66 mg/dl. When customer attempted to give insulin pump information, call was dropped. Customer called back and reported to have accidentally rewound insulin pump when attempting to set temp basal due to low blood glucose. Customer's blood glucose was 43 mg/dl, which was treated with food. Customer was not sure what caused low blood glucose. Customer was at work and not able to complete troubleshooting.